Event description:
It was reported that the external pulse generator had a broken ventrical output connector, that it appeared pushed in. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular connector was broken. It was also noted that the upper case was broken, the lower case was broken, two side bail covers were contaminated, the ring cover was contaminated, the battery contacts were compressed and the ring was bent. (B)(4).